Manufacturer narrative:
Isi followed up with the initial reporter and obtained the following additional information: no arcing was observed. No other instruments were used when the arcing occurred. No patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. A review of the procedure logs did indicate that a monopolar instrument was used during this case. The complaint was confirmed by failure analysis.

Event description:
It was reported that 8mm monopolar curved scissors instrument had thermal damage observed upon failure analysis. There procedure was completed.